Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation performed, and based on the observations and analysis, the most probable cause for the issue is related to the solvent bonding process during device manufacturing. There are manufacturing controls to detect this type of defect, nevertheless, the manufacturing personnel was notified about the condition.

Manufacturer narrative:
No product was returned for evaluation, since it was discarded at the hospital. Nevertheless, pictures were provided for evaluation. Customer report of connection detached was confirmed. Images showed a closeup on a pressure monitoring set, what appeared to be blood was visible in the pressure line. The distal male connector appeared detached from pressure tubing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, right after connecting to a patient that had suffered a cardiorespiratory arrest, the pressure tubing of this disposable pressure transducer was found to be detached from the distal luer connector, causing minimal blood loss. The issue was solved immediately replacing the device. There was no allegation of patient injury.